Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with injection fortum, (ip) intraperitoneally and reflin, ip (1 gram each both once daily). Both treatments were ongoing at the time of this report, the patient remained hospitalized and was recovering. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
One week after being admitted, the patient was discharged from the hospital. Nine days later, antibiotic treatment for the event was discontinued and the patient was recovered. At the time of this report, peritoneal dialysis was ongoing with no reported problems. Should additional relevant information become available, a supplemental report will be submitted.